Manufacturer narrative:
Customer reported the use of the same finger for more than one fingerstick. After first fingerstick is performed blood begins to coagulate to repair finger. This coagulated blood can contaminate blood in the finger and affect sample migration. Per user guide if necessary, repeat testing, "using a different finger for the fingerstick sample". Inratio precision data provided by end-user: date on: (B)(6) 2013; 1st inr = 7.5; 2nd inr = 2.2; mean = 4.85; sd = 3.75; %cv = (B)(4). Since %cv exceeds (B)(4), inratio meter results do not pass the criteria for precision. Further testing is required. In-house therapeutic donor testing performed on reported lot 305273 on (B)(4) 2013 yielded the following results: (B)(4). Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Customer utilized the same finger for multiple sample collections. This can cross contaminate the sample and can contribute to testing errors. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inratio = 7.8; repeat inratio = 2.2. Time between testing: 15 minutes. Patient self tester repeated finger stick on same finger. Therapeutic range = 2.5-3.5.